Event description:
Customer reported no reactivity with a proficiency sample (anti-e) and vra162 cell 3. User was a student who was performing the test as part of training. Repeat testing was satisfactory. No erroneous results were reported.

Manufacturer narrative:
Ocd performed retained testing and a batch record review. Satisfactory results were observed. (B)(4).